Event description:
Staff stated the head section would not raise up on this bed. No injury reported.

Manufacturer narrative:
Unit was out of service. Technician found the head section will not raise due to stuck head up valve. Replaced valve to resolve this issue.